Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, on (B)(6) 2023 the customer went to the emergency room and was subsequently admitted into the hospital with a blood glucose level of 305 mg/dl, and diabetic ketoacidosis. Reportedly the customer is using wearing the pump supplies for 5 days. Tandem technical support (cts) informed customer that wearing the pump supplies for 5 days, is off label per the user guide. Customer was put on a "drip", which resolved the issue, and the customer was released on (B)(6) 2023 with no permanent damage. Customer successfully resumed insulin therapy on the pump.